Event description:
It was reported to boston scientific corporation that when unpacking the endovive safety peg kits push method, it was observed that the lot number and expiration date on the label was different from the lot number and expiration date on the back of the kit. The device was not used.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return.